Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. There was no reported impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy and also had manual injections available.